Event description:
It was reported that the catheter came loose from the anchor and was subsequently replaced. Per the manufacturing device registry, the catheter replacement took place on (B)(6) 2012. That date was not confirmed by the reporter. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# n184783009 serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).